Manufacturer narrative:
The explanted spectra cylinders were returned for evaluation - the analysis results indicate both cylinders were fully functional. One cylinder sustained damage during the removal of the device. The circumstances surrounding the damage are unknown.

Event description:
It was reported that the patient had his ams spectra concealable penile prosthesis replaced with a 3 piece inflatable penile prosthesis due to patient dissatisfaction - "penile pain". No further patient complications were reported in relation with this event.